Manufacturer narrative:
Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 177 mg/dl. The customer reported a cracked display on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.